Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: clips were misaligned but not fully cross crossed. Clips did hold vessel but surgeon added extra because of misalignment. "Bleeding" was a paint ooze from the vessel. No transfusion required. Procedure was completed with extra clips. Patient care was not altered. No further info on patient status but cases ended with no complications.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device worked well on all firing until the last two. Last two were on a small artery and after putting two clips on that same artery it leaked heavily, although it did not squirt. Case completed with cautery to seal the vessel.